Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. A 6x120x120mm epic¿ vascular stent was selected for use. However, when the stent was pulled out of the packaging and right before loading the stent onto the wire, it was noted that the stent was already pre-deployed. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The stent was returned in the device and partially deployed 6mm from the distal side of the markerband. The yellow rack lock was returned on the device. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. A 6x120x120mm epic¿ vascular stent was selected for use. However, when the stent was pulled out of the packaging and right before loading the stent onto the wire, it was noted that the stent was already pre-deployed. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported.